Event description:
A hospital in (B) (6) reported that two rt236 infant breathing circuits leaked at the y-piece during a servo-I ventilator leak test. This occurred before use on a pt.

Manufacturer narrative:
(B) (4): the returned breathing circuits were pressure tested and also submerged in a water bath to test for leaks. Results: upon submersion in a water bath, a leak was detected at the joint of the swivel y-piece on both circuits. A lot check revealed no other complaints of this type for this lot number. Conclusion: the leak in the two circuits was caused by an insufficient seal between the two parts of the infant y-piece swivel that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. Our monitoring and trending of leaks in infant breathing circuits has a rate of occurrence (B) (4).